Event description:
Additional information received reported that the patient began having a ¿fight or flight¿ response approximately one to two months after implant. When she turned the system on the ¿fight or flight¿ issue would start a couple days later and when she turned it off it would have a residual effect. They tried to work with the implantable neurostimulator (ins) for several years, but it was decided about one year ago to turn the ins of indefinitely. However, the ¿fight or flight¿ feeling began again the friday prior to the report and the patient wondered if the ins may have turned on by itself.

Event description:
Additional information indicated that the cause of the event was severe anxiety following deep brain stimulation (dbs) device being turned on. No abnormal impedances were reported. Anxiety occurred with various programming configurations. CT and MRI were performed on (B)(6) 2007 and (B)(6) 2012, correspondingly, no acute changes were noted. Reprogramming was performed 5 times since the implant, all resulted in profound anxiety. Signs/symptoms associated with the event were noted as anxiety and headache. Dbs device had been eventually turned off and remained off. It was reported that the patient had had suicidal ideations after initial turning on of the dbs device. No hospitalization and no patient injury were reported.

Manufacturer narrative:
Product ID, 748295 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748295 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 7436 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3387-40 lot# v003110, implanted: 2006 (B)(6), product type lead product ID, 3387-40 lot# v003110, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
It was reported that when the patient had the device on she was getting a side effect of "a fight or flight feeling in her stomach." The reporter stated that the patient had had this feeling since having the device implanted and she felt the side effect all of the time that the device was on. It was reported that the patient had had suicidal thoughts because she was "trying so hard to keep it on" and when she turned the device off she was having residual effects. It was noted that the patient went to her health care provider (hcp) a few times to get the device adjusted. The reporter stated that the device was turning on by itself and something was tripping it while the patient was visiting her mother in a hospital. It was reported that the patient realized it was turning on and she used her patient programmer to turn it off. It was noted that after her vacation, the patient saw her hcp, who told her that the device was turned on 133 times while she was away. It was reported that the device settings where checked and they were not where the hcp had set them. The reporter stated that the hcp turned the device off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up received from the healthcare provider (hcp) reported that after the deep brain stimulation (dbs) implantable neurostimulator (ins) was initially programmed, the patient reported cognitive side effects, so the ins was turned off. It was noted that the leads were anatomically well placed. She continued to intermittently experience the same symptoms and it was suggested by her that her adjacent gastric ins was activating her dbs ins. The dbs ins would turn on intermittently and had not really worked. The two inss were anatomically closer than recommended to each other, on either side of the linea alba, below the umbilicus. The patient had rejected infraclavicular ins placement at the time of her dbs surgery for cosmetic reasons. As she perceived no benefit from the dbs ins for her cervical dystonia, she presented to the hcp with a request to remove it. The dbs ins was removed, but not its leads and the proximal extension lead contacts were capped. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the patient¿s deep brain stimulation implantable neurostimulator (ins) was implanted, she was having some side effects and it was like the feeling she got in her stomach when she got scared or excited. It was a ¿fight/flight¿ feeling in her stomach, and she got it and it didn¿t go away when the device system was on. The patient also had a gastric ins implanted in september and was having some problems, so she had to have both devices turned off. Both devices had to be placed in the patient¿s abdomen because she was so thin. She didn¿t think the inss were 8 inches apart and they were closer together than that. The patient¿s deep brain stimulation was turned off years ago and last (B)(6), the patient¿s doctor turned it on and then off because she got the symptoms back. Somehow with getting the gastric device put in, the deep brain stimulation system was turned on and the patient got those symptoms back. The event had occurred a couple of weeks prior to the report. The patient¿s doctor told her that the deep brain stimulation system was turned on internally somehow and had been turned on for 86 hours. The patient knew she didn¿t turn it on. The patient¿s doctor didn¿t think the deep brain stimulation was causing her side effects so she thought she was going to get the deep brain stimulation device taken out. She had to have the gastric device otherwise she couldn¿t eat, and she needed to have the gastric device turned on. The patient couldn¿t turn the gastric device back on right now while the deep brain stimulation device was still implanted. See MFR. Report #3004209178-2015-03231 for information regarding the patient¿s gastric stimulation device system.